Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388 lead, (B)(6) 2004; d224vrc ICD, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed a systemic infection with vegetation on the endocardial leads. The implantable cardioverter defibrillator (ICD) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.